Event description:
It was reported that during a laparoscopic supercervical hysterectomy procedure a small sliver of the tissue pad fell off into the patient. The piece was retrieved and the case was completed with the device through the trocar. There was no patient consequence reported.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air) that appeared on the home choice (hc) during dwell 2/3. The technical service representative (tsr) had the caregiver (cg) check all the bags and tubing for any leaks or tearing in the tubing and bags. Then the tsr had the cg check the patient's connection to ensure that the patient was connected properly. Follow up with the home patient (hp) revealed that she was fine and discarded all the old supplies. The hp did not provide any lot number. The hp stated that there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.